Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation was unable to duplicate the no power issue. A crack was observed in the battery compartment. Review of the black box history did not show any unexplained power loss events. The returned battery cap was able to tighten properly onto the pump. The pump powered up to a fully functional verifying screen with the proper audible and vibratory alerts. Pump was exercised for 24 hours without incidents. Pump casing was opened to investigate and found no evidence of moisture or damages to the internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump lost power during the night and was not able to power up again. Reportedly there was no damage to the battery compartment or the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.